Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed battery out limit. The patient's blood glucose at the time of incident was 6.4 mmol/l. The alarm occurred after the customer replaced the battery. The customer mentioned that she had issues with her last insulin pump because she was unable to remove the battery cap. The customer could not understand what was being said to and hung up. No products were returned or replaced.